Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient's sugar levels are 'out of wack.' There is no additional information at the time of this report. This report is being made due to the patient's blood glucose excursion while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.